Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the sound is not functioning. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (rse) spoke to the customer. The fse assisted the customer with troubleshooting the issue and was able to confirm the issue. The customer checked the connections in the network closet and one of network cables had a loose connection. The customer secured the network cable within the plug to resolve the issue.